Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient had been sleeping a lot and were still woozy. It was noted that the trial began on (B)(6) 2019. On (B)(6) 2019 the patient reported they were still feeling kind of woozy. On (B)(6) 2019, the patient reported that their evaluation was overall uncomfortable. The patient reported they were itchy and they had discharge in their pad. The patient continued that the discharge was bloody looking and white discharge. The patient also reported that their lead had come apart and they would go back on wednesday to get everything removed. No further complications were reported.